Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain, which warranted hospitalization and antibiotic therapy. Per the peritoneal dialysis registered nurse (pdrn), the events were unrelated to the use of any fresenius device(s) or product(s), as the cause was attributed to touch contamination. The patient utilized poor aseptic technique and used their finger to plug the pd catheter (not a fresenius product), when they ran out of caps. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans and is usually indicative of touch contamination. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient was currently in the hospital. Upon follow up, the peritoneal dialysis registered nurse (pdrn) was unaware of hospitalization. The pdrn indicated that the patient had a history of peritonitis and recently had an infection. The pdrn stated that the patient had lower abdominal pain and the patient's catheter was replaced. Upon further follow up, the pdrn reported that the patient was hospitalized on (B)(6) 2020 for peritonitis. The pdrn stated that the patient presented to the emergency room with severe abdominal pain, a peritoneal effluent fluid culture and cell count (results not provided) was obtained. The pdrn stated that the patient was given a single dose of intraperitoneal antibiotics in the emergency room, and the decision was made to pull the patient¿s pd catheter (not a fresenius product). On (B)(6) 2020, the patient¿s pd catheter was surgically removed, and a temporary hemodialysis (hd) catheter (not a fresenius product) was placed. The pdrn stated that the patient began hd on (B)(6) 2020 without issue. The pdrn stated that the patient¿s peritoneal effluent fluid cultures returned positive for staphylococcus aureus, and the pdrn attributed causality to a breach in aseptic technique. The pdrn stated that the patient reportedly stuck their finger in their pd catheter because they ran out of caps. Per the pdrn, the events are unrelated to the utilization of any fresenius product(s), drug(s) or device(s). The pdrn stated that the patient remains hospitalized and is recovering from the events. On (B)(6) 2020, the patient¿s pd catheter was replaced, as the patient wishes to return to pd therapy upon discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.